Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent post-breakfast hyperglycemia while using the ilet with a g7 sensor, with glucose values reaching 264 mg/dl and remaining above target for approximately four hours despite consistent meal announcements and ongoing automated adjustments. Symptoms included reduced energy. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included review of reported glucose trends, meal announcement practices, and system behavior. Investigation of this case revealed patterns consistent with inadequate postprandial control potentially related to meal announcement selection or timing, with the device algorithm progressively increasing insulin delivery as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of device feature and expected device behavior.